Manufacturer narrative:
H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. The patient's parents reported that their son experienced tubing that connects to the new cartridge is extremely fragile and breaks often causing undelivered insulin and insulin loss on (B)(6) 2024. The patient's parents also reported that the location of insertion was on his ribs and abdomen because he doesn't have any more real estate to place it. No further information was available.